Manufacturer narrative:
(B)(4). Concomitant medical products: pt-113950, pt hybrid glen post regenerex 327100, 113764, bio modular humeral head, 873150, 402433, cobalt-g hv bone cement 40gm b, 810350, 417200, optivac kit 80gram double mix, 503902, 11-113706, bio-mod st.10x115 w/align hole 936090. The reported event is confirmed via op notes. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Review fo the op notes identified that there was no gross motion of the glenoid component noted. The glenoid was cut into three or four pieces and then the cement associated with the peg holes was removed. The central metallic regenerx plug was noted to be loose and clearly was not bone ingrown. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Pt-113950, comprehensive pt hybrid glen post regenerex, 327100, 113764, bio modular humeral head, 873150, 402433, cobalt-g hv bone cement 40gm b, 810350, 417200, optivac kit 80gram double mix, 503902. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 07498, 0001825034 - 2017 - 07500.

Event description:
It is reported that the patient previously underwent a total shoulder arthroplasty. Subsequently, the patient was revised and converted to a reverse total shoulder arthroplasty due to progressive pain, poor function, instability, rotator cuff deficiency, and loosening of the glenoid post. Attempts have been made and additional information on the reported event is unavailable at this time.